Event description:
The facility reported a pump with failure code 703:00. It is unknown when this failure code occurred. It is not known if there was any pt injury or medical intervention necessary according to the hosp representative. No add'l contact info is available.